Event description:
Procedure type: hysterectomy. According to the reporter: suture used on a davinci hysterectomy on the vaginal cuff resulted in wound dehiscence and evisceration. This surgery was performed by the same surgeon as a previous ftr report that stated bowel obstruction from a myomectomy. No additional information is known.

Manufacturer narrative:
(B)(4).